Event description:
It was reported from (B)(6) by the technical consultant that a patient experienced power switching. The controller unit switched from one port to the second when the batteries were well connected and charged over 25% capacity. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01367 and 3007042319-2015-01368) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01367 and 3007042319-2015-01368) submitted for devices related to the same event.